Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, there was an intermittent image issue. The issue was isolated to the cable. The customer stated that he could not find the serial number on the smart cable as he thinks it has worn off. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.